Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged filter fracture, pain, and embedment into the spine causing numerous and extensive injuries approximately 4.5 years after filter placement. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Monitoring of similar reports will continue.

Event description:
Description of event according to complainant: "it is alleged that "patient was experiencing pulmonary emboli that caused her to be admitted to (B)(6) on (B)(6) 2009. There it was determined that an ivc filter would be implanted. That same 03 day, the cook celect filter was inserted into patient. There was no complications at that time. On or about (B)(6) 2014, patient was admitted into (B)(6) due to severe back and hip pain. Upon medical examination, it was determined that the cook celect filter had fractured in several placed and had become embedded in plaintiff's spine causing numerous and extensive injuries. The filter was later removed in an emergency procedure on or about (B)(6) 2014." Patient outcome: it is alleged that "patient suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/16/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2009 due to postoperative pe. CT report from (B)(6) 2014 alleges filter tilted, with its apex penetrating right renal vein; struts penetrating spine and duodenum; and strut fragment in spine. The filter was allegedly successfully removed in an emergency procedure on or about (B)(6) 2014. CT scan from (B)(6) 2014 alleges five filter fragments remaining in plaintiff. The plaintiff alleges organ and vena cava perforation, tilt, fracture, fragments of filter remain embedded in spine, increased back pain, and anxiety.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, organ+vc perforation; tilt; fracture; fragments in situ, emergency surgery to remove, anxiety, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported sepsis, fever, anxiety, depression, fear and constant needles are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Migration, sepsis, fever, anxiety, depression, fear and constant needles. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Additional information received. The patient further alleges migration, embedment in the "wall" and vertebra l2-l3, and that they were originally told the filter could not be removed. The patient also states that they have "extreme back pain (lumbar)- ongoing sepsis, constant needles and fevers, fear of death, constant fear of migration of pieces that could not be removed, anxiety when filter perforated because I was told to hope the airbags in my car don't deploy and hit my abdomen." The patient also alleges "I have experienced anxiety, depression, and fear since I had bilateral pes and need the filter implanted. I was supposed to be a removable filter. Then it perforated the ivc," as well as limitations with the following: "sometimes I had to move and or lift patients onto table for exam. Constant walking to get patients. Pushing and pulling heavy ultrasound machine for portable studies." The patient also wrote the following: "my answer to question 12 on page 8 was "yes" because I did indeed experience all aspects of emotional distress concerning my use of this ivc filter. I will begin with the fact that I developed bilateral pulmonary emboli after my left hip surgery and had to have this filter implanted one day after the surgery. Naturally I was very anxious and afraid, but also glad that this had been caught and the filter would help. I was told that this was a removable filter, so it would not be inside me long because I would also be given anticoagulants to get rid of the clots. The implantation procedure went very well and I was able to calm down and be hopeful. I was scheduled to have a CT on (B)(6) 2010 to visualize the filter as preparation for removal of it on (B)(6) 2010. I was given a frightening report following the CT by the doctor in vascular surgery at [name redacted]. I was told this removable filter could not be removed because it had punctured through the ivc. I was told that I could live with it because the tissue of the ivc would heal around it and seal it in place which would prevent it from moving. As a precaution, I was prescribed a 7 month course of coumadin with weekly lab tests. I was so frightened that I could not move or speak. I was also told that if I had sudden abdominal pain, I should go to the ER right away. I should just hope that the airbag in my car does not deploy hitting me in the abdomen. Finally, I asked why they could not try to remove the filter. I was told that would be major surgery and possibly fatal because they cannot operate on the ivc. I felt confused and extremely depressed because it seemed nothing could be done and I would just have to live with it. I had to get back to work, praying that I would not have an auto accident or any abdominal trauma. I had to be careful about doing my job, which sometimes involved lifting and moving my patients and pulling and pushing the heavy ultrasound machine when portable studies were ordered. I had to continue working because I had already been out longer than expected for the hip surgery due to the complications and I had to try to build up my time. I didn't want to lose my job or benefits. Thank god, I did not have any problems involving the filter until about (B)(6) 2014. I had been dealing with my occasional back pain, by taking motrin, but this pain was different. It continued to get worse and the motrin was not helping. I finally called my primary physician, [name redacted], and asked him to please order either lumbar spine x-rays or MRI. He ordered the x-rays and called me as soon as he got the report. He told me that I must get to a vascular surgeon asap because my ivc filter had fractured into several pieces. Fear set in immediately. I had been living with a filter that had punctured my ivc, could not be removed, was not going to move because it was sealed with tissue of the ivc around it. Well, it not only moved, but it also broke into many pieces. I knew that this meant the pieces could continue to migrate and possibly break more and I could die. I made an appointment to see a vascular surgeon at [name redacted] who reviewed the x-rays and the CT. He told me that it was as if the filter wasn't there because it would be of no use if any clots came, but he could not remove it. Again, I felt hopeless, anxious, very fearful and depressed. I didn't know what to do or who could help me. Every day, I became more nervous. Finally, when I was at work, I spoke with the doctor in interventional radiology about what I was going through. This radiologist worked at the [redacted] as well as the [redacted] and he referred me to [name redacted], a vascular surgeon who was known for his ability to remove difficult filters. I spoke with him and told him my story. He ordered a CT which I had done on (B)(6) 2014 and I had an appointment to see him then as well. When I saw him, he was very kind and told me that I had been through a lot and he would help me. He also told me about the tumor on my rt. Kidney and he immediately called the head surgeon in urology. I was able to see him that same afternoon. I requested to be off for the filter removal procedure on (B)(6) 2014 and thought that I would be able to get right back to work by (B)(6) 2014. I went in early in the morning on (B)(6) 2014 and I had the procedure done. The retrieval was done through my jugular vein. The doctor told me that there were a few pieces that he could not get, especially the one embedded in the spine, but he got most of the pieces. I was anxious about having the procedure, but I knew that this had to get out of my body to save my life. I went home after the procedure and went to bed. Within about 7 hours, I had a very high fever, rigors, and difficulty breathing. A friend of mine was at my house and she called 911. I was rushed to [name redacted] hospital. I was in serious condition and placed in isolation because it was first thought that this was flu-related. I didn't know what was happening to me. My heart was racing, I couldn't breathe, the fever was rising, I was still trembling and I thought I was dying. I wanted to see my children. Everything was happening so fast and I felt scared out of my mind. The labs came back showing that I had at least 5 different bacteria in my blood. This was because of the pieces of the filter that had punctured my duodenum and infected me as they were being removed. I had sepsis. I was in the hospital for 13 days. It was very difficult and painful because I was constantly stuck with needles to get blood for cultures. I was so depressed. I thought that I would just be out of work for 2 days, but because of the damage done by the filter, I was out for a little more than a month. I was also depressed because I had to miss my son's graduation from college. It was an emotional rollercoaster hoping each day that the many antibiotics that were administered were getting rid of the bacteria and hearing, "not yet". I had to get a PICC line in first my right arm and then my left. I needed that because I had to be on IV antibiotics with a pump when I was discharged. I did not go to a psychiatrist or professional counselor. I cried and I prayed to god for help and he helped me. My friends and family encouraged me, listened to me telling them how upset, afraid, or depressed I was, prayed with and for me, and helped me with whatever I needed. However, I did go through all kinds of emotional distress including fear, anxiety, sadness, hopelessness, hopefulness, betrayal (because of the misinformation about the filter and that it would not move) and many bouts of depression. Even now I have anxiety when I think about the pieces that could not be removed. I was told that, especially, the strut that is embedded in l2/l3 should not move. I was told a similar message before and it was not true. Who can guarantee that these pieces will not migrate and cause a serious or fatal puncture? My back pain is still very bad. I am going to physical therapy again. I asked if the pieces could be contributing to my back pain. I was told that it's not for sure, I but they are foreign bodies and it could be possible."